Event description:
The customer reported that the memory failed on the system. No pt injury was reported.

Manufacturer narrative:
(B)(4). A ge rep replaced the memory. The system operates as intended.